Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that after a pervious procedure on (B)(6) 2023 the patient experienced increased pain and could not walk. Surgical intervention took place where the entire system was explanted. Patient was able to walk after the procedure.